Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV and rupture . Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight and opening curved on posterior. A visual and microscopic analysis was performed which identified: sharp opening on patch/shell bond edge and creases flat. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening.